Event description:
It was reported that there was a hardware removal from initial trauma surgery due to pain. Intraoperatively, due to cyst, the surgeon reimplanted competitor devices with 15cc of hydroset.

Manufacturer narrative:
The reported incident that standard lag screw omega 95mm length was alleged of issue s-85 (patient pain) could not be confirmed, based on the currently available information, the root cause can be attributed to a patient related issue. The event description clearly reads that "omega plate was not removed primarily of pain, but because of the cyst. Doctor chose to revise the implant.¿ [original statement] no product failure has been identified and the cyst was existing prior the surgery. The instruction for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2) was reviewed: ''contraindications the physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: any active or suspected latent infection or marked local inflammation in or about the affected area.[...]adverse effects in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: early or late infection, both deep or superficial.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a hardware removal from initial trauma surgery due to pain. Intraoperatively, due to cyst, the surgeon reimplanted competitor devices with 15cc of hydroset.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.